Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 1910. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake pedal was engaged into brake, the foot end casters did not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the casters to resolve the issue. Based on this info, no further action is required.